Manufacturer narrative:
Device eval anticipated, but not yet completed.

Event description:
The customer reported that their hdu system rebooted automatically. This reboot caused loss of central monitoring. No pt involvement.